Event description:
Customer called stating an alarm was received but there was no audible beep. The infusion set was changed out. Troubleshooting was performed after the set changed. The no alarm condition remained.